Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a stay safe/luer lock catheter extension set for renal replacement therapy (rrt) will be getting her pd catheter (not a fresenius product) removed due to contracting peritonitis. Follow-up documentation from the patients¿ pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic after her pd catheter (not a fresenius product) disconnected from the transfer set (no visible damage noted). A peritoneal effluent fluid culture and cell count (wbc = 122 mm3, polymorphs = 73%) were collected, and the patient was sent home. The patient¿s peritoneal effluent culture result returned positive for enterococcus faecalis, stenotrophomonas maltophilia, and comamonas testosteroni on (B)(6) 2025, and the patient was treated with a single intraperitoneal (ip) dose of gentamycin 80 mg. The pdrn attributed causality to the patient swimming in a pool on multiple occasions which could have contributed to the disconnection of the transfer set (sample unavailable) from the pd catheter. As a result, the patient¿s pd catheter was scheduled to be removed as an outpatient on (B)(6) 2025, and the patient will transition to incenter hemodialysis (hd) for rrt.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing a stay safe/luer lock catheter extension set and the serious adverse events of peritonitis, which warranted antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt (access type not provided. The pdrn attributed causality to the patient swimming in a pool on multiple occasions, which could have also contributed to the disconnection of the transfer set (sample unavailable) from the pd catheter. Enterococcus faecalis is a normal inhabitant of the human gastrointestinal tract, and peritoneal enterococcal infections are usually the result of a touch contamination event or from a gastrointestinal source. Stenotrophomonas maltophilia bacteria are inhabitants of soil, water and from a variety of foods. Comamonas¿testosteroni are gram-negative bacteria commonly found in soil, water reservoirs, and plants. Based on the information available, the patient¿s stay safe/luer lock catheter extension set can be disassociated from the serious adverse events. There was no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report of a fresenius device(s) and/or product(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a stay safe/luer lock catheter extension set for renal replacement therapy (rrt) will be getting her pd catheter (not a fresenius product) removed due to contracting peritonitis. Follow-up documentation from the patients¿ pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic after her pd catheter (not a fresenius product) disconnected from the transfer set (no visible damage noted). A peritoneal effluent fluid culture and cell count (wbc = 122 mm3, polymorphs = 73%) were collected, and the patient was sent home. The patient¿s peritoneal effluent culture result returned positive for enterococcus faecalis, stenotrophomonas maltophilia, and comamonas testosteroni on (B)(6) 2025, and the patient was treated with a single intraperitoneal (ip) dose of gentamycin 80 mg. The pdrn attributed causality to the patient swimming in a pool on multiple occasions which could have contributed to the disconnection of the transfer set (sample unavailable) from the pd catheter. As a result, the patient¿s pd catheter was scheduled to be removed as an outpatient on (B)(6) 2025, and the patient will transition to incenter hemodialysis (hd) for rrt.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed unconfirmed.